Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted on (B)(6) 2019 for a patient that had multiple stones remaining in the common bile duct (cbd) after an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and laser lithotripsy. Reportedly, the physician planned to remove the stent during the patient's next procedure. According to the complainant, the patient contacted the physician complaining of being jaundice and an ercp was scheduled for (B)(6) 2019. During the ercp procedure, the wallflex biliary stent was noted to have migrated proximally into the cbd. The stent was removed with rat tooth forceps. Reportedly, the ercp was completed with spyglass and electrohydraulic lithotripsy (ehl) and two plastic stents were implanted to maintain drainage until the next procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.